Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent df4 connector pin was observed as mentioned in the complaint description. The subsequent root cause analysis indicated that mechanical forces applied during the surgery should be taken into consideration. With regard to the sensing issue mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 2 months undersensing was reported during a follow up on (B)(6) 2015. During the revision procedure, the physician decided to replace the lead. No adverse patient side effects have been reported. The lead was returned for analysis.